Manufacturer narrative:
Reference (B)(4) . Complaint notification received from codman. Customer confirms product not available for return. No mention of patient injury or delay in surgery.

Event description:
Air reflux from receptacle.